Manufacturer narrative:
Add'l info pertaining to the device referenced in this report (including x-rays and medical records) was requested. If it becomes available, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that, "pt had infection so revision was necessary. Surgeon's concern: anterior portion of post shows excessive wear."